Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of op notes. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Confirmed with op notes. Revision op notes indicate that a hook was placed around the neck; and the neck was not able to be disengaged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: part: 00771301300, modular femoral stem press-fit plasma sprayed cementless size 13.5, lot: 61318604. Part: 00784802400, modular neck r 12/14 neck taper use with +0 heads only, lot: 61318578. Part: 00631005632, liner 10 degree elevated rim 32 mm i.d. For use with 56 mm o.d. Shell, lot: 61330204. Part: 00620005622, shell porous with cluster holes 56 mm o.d., lot: 61316057. Part: 00801803202, femoral head sterile product do not resterilize 12/14 taper, lot: 61352587. Multiple MDR reports were filed for this event, please see associated reports: stem: 0001822565-2019-02523, taper: 0001822565-2019-02525.

Event description:
It was reported that during a right hip revision the surgeon reported that the neck and stem where cold fused. Attempts have been made and no further information has been provided.